Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the u.s. The g5/PMA/510k # of this medwatch correspond to the device currently marketed for sale in the u.s.

Event description:
It was reported that during a moderately torturous, mildly calcified, 90% stenosed proximal left anterior descending coronary artery procedure, the 2.50 x 15 mm tenku rx balloon dilatation catheter ruptured during the first inflation at 6 or 7 atmospheres (atm). Another non-specified device was used to successfully complete the procedure. There was no adverse patient effect or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents of balloon ruptures reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.